Event description:
Based on additional information received on 28-nov- 2017, this case initially processed as non-serious was upgraded to serious as serious event of device malfunction was added. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced knee pain and knee swelling. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication: not reported;lot number: 7rsl021 and expiration date: may-2020) in the right knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced knee pain and knee swelling in the right knee. Action taken: unknown. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: important medical event for device malfunction additional information received on 28-nov-2017 and 17-dec-2017 (both processed with clock start date of 28-nov- 2017). This case initially processed as non-serious was upgraded to serious as serious event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had right knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.